Event description:
Boston scientific received information that this lead was exhibiting noise which was oversensed and resulted in a pacing pause which was seven seconds in duration. Impedance measurements are stable and the noise cannot be reproduced with isometrics. The patient is asymptomatic.

Manufacturer narrative:
A boston scientific field representative stated that they cannot confirm if the clinical observations are due to an issue with this lead or an electrical short from this patient's electric blanket could also be a factor. The physician decided not to take any further action and will continue to monitor the patient on a regular basis since he is not symptomatic. No other adverse events have been reported. This product issue will be updated if additional information is received.